Manufacturer narrative:
Batch review performed on 18-jul-2023: lot 2004504: (B)(4) items manufactured and released on 22-jul-2020. Expiration date: 2025-07-14. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 18-jul-2023 on moto partial knee 02.18.tf5.lm tibial tray fix cemented s5 lm (k162084) lot. 1902961 lot 1902961: (B)(4) items manufactured and released on 27-aug-2019. Expiration date: 2024-07-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 2 years and 4 months from the primary, the patient came in reporting pain due to loose components and the cause is unknown. The surgeon converted the patient from a moto partial knee to a sphere knee. The surgery was completed successfully.